Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a laparoscopic gynecological procedure where the device was used to make the colon and rectum anastomosis, a rubber test showed no air or liquid leaks and the proximal and distal rings after clamping were intact, but the anastomosis opened. There was blood loss of 500cc or more. Additional surgery was performed to redo the anastomosis. The patient¿s hospital stay has been extended and the patient is currently in the intensive care unit (ICU) due to the issue.

Manufacturer narrative:
Additional information: b3, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative of a laparoscopic gynecological procedure where the device was used to make the colon and rectum anastomosis, a rubber test showed no air or liquid leaks and the proximal and distal rings after clamping were intact, but the anastomosis opened. There was blood loss of 500cc or more. Additional surgery was performed to redo the anastomosis. The patient¿s hospital stay has been extended and the patient is currently in the intensive care unit (ICU) due to the issue. The patient still had a small amount of bleeding from the manual anastomosis, which was contained without surgical intervention.